Event description:
It was reported that a miniarc was implanted on or around (B)(6) 2013 to treat for urinary incontinence. Info received indicates that approx 3 weeks after the miniarc placement the pt began experiencing pain. Add'l info indicates the pt underwent trigger point injections into the obturator foramen at the site of the miniarc insertion on each side. The outcome is reported as "situation is not yet resolved."

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.